Event description:
Same case as MFR #: 2134265-2010-03294. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. An unknown type/size wallstent was implanted on an unknown date in the patients' right superficial femoral artery (sfa). An unspecified time later in-stent restenosis occurred. To treat the lesion vascular access was obtained contralaterally. The lesion was 90% restenosed and located in the moderately tortuous and non-calcified right superficial femoral artery (sfa). The lesion was pre-dilated with a 4x40mm wanda balloon catheter. After pre-dilation, an 8x37mm wallstent was implanted overlapping the distal section of the previously implanted restenosed wallstent. A 6.0-80, 120 wanda balloon catheter was used for post-dilation. The balloon ruptured between 7 to 10atms soon after inflation was started. The device was removed from the patient intact. Post-dilation was completed with another wanda balloon catheter. There were no further reported patient complications. The patient status is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)